Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 3006705815-2019-01869. It was reported the patient¿s scs system was not providing adequate relief. X-rays were taken and revealed the leads may have migrated down. As a result, the surgical intervention may occur.

Event description:
Reference MFR report: 3006705815-2019-01869.